Manufacturer narrative:
This information is based entirely on incoming online publication article. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced online information: ¿the price of silence.¿ (B)(6) television program/online publication. 2018-11-25. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had received a ¿failed¿ lead. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.